Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 201 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer went low without receiving any kind of alert. The customer uses auto mode on their pump. Troubleshooting was completed and the customer believes the pump over delivered, as they had no active insulin and their blood glucose dropped really low. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was programmed with test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor. The display showed the calibrate your sensor alarm properly after completion of the warm up. Insulin pump calibrated to the programmed test value, 135 mg/dl and 136 mg/dl, properly and displayed correctly on the display graph. Insulin pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 130 mg/dl, properly after completion of the auto mode warm up. Insulin pump sensor feature and auto mode connection are working properly. Installed a water filled test reservoir, and primed insulin pump. Set a basal rate for 1 u/hr and monitored the insulin pump for five days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, and minor scratched lcd window.